Manufacturer narrative:
This event was reported by the distributor. The physician present for this case was: (B)(6). (B)(4). The returned dakota grasper was analyzed, and a visual inspection noted that the grasper was in close or retracted position when received. The sheath was found kinked/bent at the distal section. Additionally, the grasper was torn and the pull wire was broken. No other problems were noted. The reported event was confirmed. Based on all available information, it is possible that operational factors such as manipulation or interaction with the scope could have caused the sheath kinked. Also the sheath kinked, excessive force applied, many attempts to gripping the stone, the friction and the resistance created can cause pull wire broke and the grasper torn. As a consequence, the performance of the device was affected. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the ureter during a urolithiasis crushing procedure performed on (B)(6) 2021. During procedure, after a few times gripping the stone, the basket wire broke. The basket wires were still attached at the other end. The procedure was completed with another dakota basket. There were no patient complications as a result of this event. Investigation results revealed the pull wire was broken; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Block e1: (B)(6) block e1 : additional information: (B)(6) block h6: device code a0401 captures the reportable investigation finding of pull wire break. Block h10: the returned dakota grasper was analyzed, and a visual inspection noted that the grasper was in close or retracted position when received. The sheath was found kinked/bent at the distal section. Additionally, the grasper was torn and the pull wire was broken. No other problems were noted. The reported event was confirmed. Based on all available information, it is possible that operational factors such as manipulation or interaction with the scope could have caused the sheath kinked. Also the sheath kinked, excessive force applied, many attempts to gripping the stone, the friction and the resistance created can cause pull wire broke and the grasper torn. As a consequence, the performance of the device was affected. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the ureter during a urolithiasis crushing procedure performed on (B)(6), 2021.during procedure, after a few times gripping the stone, the basket wire broke. The basket wires were still attached at the other end. The procedure was completed with another dakota basket. There were no patient complications as a result of this event.investigation results revealed the pull wire was broken; therefore, this is now an MDR reportable event (see block h10 for investigation details).